Event description:
It was reported that the anchor broke upon insertion and the tip was left in the pt. Pt was being treated for a scaphoid-lunate injury. No further pt info is available and no add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The remaining part of the device was discarded by the customer. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the complainant's event could not be determined from the info available and without device eval.